Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the event of peritonitis which warranted hospitalization. The etiology of the event is unknown; therefore, causality cannot be determined. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the limited information available, the liberty select cycler and/or the fmc cassette cannot be disassociated from the event. The liberty select cycler and fmc cassette were not returned to the manufacturer for evaluation. As such, the liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was hospitalized. Upon follow up, the patient was hospitalized due to peritonitis last night and is currently still hospitalized. The patient is continuing with pd treatment in the hospital. The pdrn did not have any other information.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.